Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Two used samples were received for evaluation. The bags were filled with water and immediately leakage were the tubing is sealed with the bag was observed. The failure observed looks like damage on the rings of the seal of the tube. The most probable root cause is related to the sealing machine between the bag and the tubing or incorrect handling at the time of removing from the machine. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process enhancement has been initiated to prevent this condition from recurring. The involved personnel will be notified and the die will be reviewed to assure that it is working as it should. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pump set was leaking from the bottom of the bag.